Manufacturer narrative:
Block b3: exact date unknown, event occurred eight months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 16683318.

Event description:
It was reported that the patient was experiencing severe pain in the surrounding areas of the ipg. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted ipg and leads will not be returned.